Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit received with partially broken retainer. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that the half of the reservoir broken off. Reservoir was able to lock in place when inserted into pump no harm requiring medical intervention was reported. The insulin pump was returned for analysis.